Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to keypad connector on lcd board unlocked. Unable to perform displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests due to unresponsive keypad/button. Unit had minor scratched lcd window.

Event description:
The customer's mother reported via phone call that the buttons on the insulin pump were unresponsive. Customer's blood glucose level was high. His actual blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.